Event description:
The dentist reported the zirconia abutment in tooth site #9 broke while the patient was eating porridge. The abutment went up in the suction unit and will not be returned.

Manufacturer narrative:
The device was not returned. This event is being reported due to a single proceeding medical device report where surgical intervention occurred. This event is a subsequent malfunction. The risk to patient health is remote. Investigation of other complaints with similar abutments that were fractured concluded the fracture was related to the design of the hex and boss connection and to the screw access hole which led to the recall.